Manufacturer narrative:
Correction: the device was not explanted (B)(6) 2014, as previously reported, the implanted device remains. This report is filed (B)(4) 2014.

Event description:
Per the clinic, the patient experienced poor sound quality and subsequent performance decrement, leading to device non-use. The device was explanted on (B)(6), 2014; during the same surgery the patient was implanted on the contralateral side. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.